Manufacturer narrative:
Additional contact information: (B)(6) hospital mall (B)(6).

Event description:
Information was received indicating that during use of a smiths medical extension set, the pump exhibited no disposable pump won't run" alarm. The reporter also reported the residual volume was: total volume 92 ml and 8.2ml was remaining. No adverse patient effects were reported.